Event description:
Medwatch report received from the user facility that states: "pt s/p decompressive lumbar laminectomy 2006 with correct sponge counts initially, at first close and second close had follow up x-ray by another provider after discharge which showed some radiopaque lines in the midline which were initially thought to correspond with the pt's bandage that included the radiopaque strings. Follow up x-ray repeated 08/06 which again showed radiopaque foreign body of unk nature probably a sponge. MRI was done 2 days later and showed no apparent foreign body, but showed a large epidural fluid collection. Pt was re-admitted 5 days later and taken to the or for exploration of the wound and removal of 4x4 raytec sponge. The material was sent for gm. Stain, c&s and results were negative. The pt was seen by ID, treated with IV antibiotics, and was discharged 4 days later." Discussed with report source who states they are conducting a root cause analysis, attempting to determine how this occurred as the sponge counts were ok and performed by experienced staff.

Manufacturer narrative:
A sample is not available for eval. A lot number was not available for investigation, copies of the x-rays have been requested from the user facility for review. If any further info becomes available, it will be provided in a follow up report.